Event description:
The nurse was called to the room for an equipment malfunction on a bipap avaps machine. Upon entering the room the patient had on a bipap nasal mask that was not connected to the bipap unit. The patient was severely tachypneic and a rapid response was called. It is unknown how the unit powered down and the bipap circuit disconnected from the unit. The nurse immediately connected the patient to a phillips v 60 that was at bedside and a bipap full face mask was applied. The grandson was at bedside at the time of the encounter as well as the patient's nurse.